Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the foreign material inside the light guide lens and the distal end could not be identified. The light guide-lens glue peeled off by physical stress caused by hitting/dropping the distal end, or chemical stress from chemical solutions used. Subsequently, humidity invaded the lg-lens and caused corrosion. The foreign material remained in the distal could not be removed since the device not being reprocessed properly due to loss of water tightness in electrical connector guide pin, channel tube and forceps elevator. The instructions for use states the detection methods associated with the event in "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection." And the prevention methods in "evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside of light guide lens and distal end. There were no reports of patient involvement.